Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 97791 unknown implanted: explanted: product type accessory product ID 97791 unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the representative clarified that the leads being too close and possibly touching was due to being implanted that way.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: lead analysis: pli #20, product ID# 977a260 analysis identified that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Pli# 30 product ID#: 977a260 analysis identified that the conductor(s) #5 and #7 were broken in the body of the lead within 2.9 cm of the from the proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type: lead. Product ID 977a260, serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Caller reported they will be replacing leads today. Since november patient has tried other programs, continues to have contact 5 show >40000 2 other contacts that are in the 700s and 800s but continue to change. It is thought that the lead are too close and possibly touching. Patient reported to caller that when she tries to increase she sees settings not available. Caller will return lead to mdt.

Event description:
Caller saw patient (pt) yesterday and was getting notifications on tablet about low impedance measurement on 4 contacts and & >40,000 ohms on electrode #5. Target area is low back pain. Caller indicates that the patient's impedances were changing with patient movement and position changes. Specifically, caller mentioned seeing imped in 600 & 700's for pairs such as 3/9, 8/9, 0/4, 0/1. Caller indicates that they didn't see anything below 300 ohms that they recall during impedance testing. Caller indicated that when the pt stood up, the >40 ,000 value normalized to 1563 ohms. When looking at the session report, 0 thru 7 pairs were generally in the 700's and 8 thru 15 pairs are in the 800's with a few pairs in the 700's (except for #5 which is showing as & gt;40,000 on the impedance results). Tss reviewed that some change in imped is expected with position changes but not a huge change. Pt hasn't been getting good pain relief since implant and programming was changed yesterday to a dtm/high dose style to see how pt does with new programming. Pt being seen again in a few weeks per caller. The pt did have high perception thresholds with ld at 10-13ma which is why caller went to using dtm programming. It's unknown if there were impedance issues at follow up appt - caller is going to check with his colleague about the follow up visit with this pt. Caller did mention a concern about this implanting healthcare provider (hcp) using bovi close to the leads during implant as a procedural habit and that it was unusual for pt to have an open circuit so soon after implant. The pt indicates they hadn't had any falls or trauma since implant and had been taking it easy. Xrays done yesterday did not show any lead migration and leads are not touching.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that x-rays were preformed on (B)(6) 2025 to ensure the leads did not migrate and confirmed they were not touching. The patient was programmed using contacts 11-15. It was noted the patient would follow up with their provider in the next few weeks if they received no relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.